Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes due to degradation. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported adhesive around light guide lens is peeled, involving a endoeye flex 3d deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06/04/2026. Updated information: h4.

Event description:
No additional information received from the customer.